Event description:
It was reported that there were issues with the device's legs falling and having to be manually lifted up . The provider noticed her shoulder bothering her and went to the chiropractor. The provider was also evaluated at occupational health urgent care later and placed on light duty, pending an MRI (not yet performed). Attempts are being made to gather additional details from the user facility.

Event description:
It was reported that the device's legs would drift slowly and had to be manually lifted up. An MRI was performed for the provider who noticed that her shoulder was bothering her. After the MRI was performed, the provider was released back to unrestricted duty.

Manufacturer narrative:
The device was evaluated, and more information was obtained regarding the provider's minor injury and evaluation. It was reported by the customer that a user was injured by manually lifting the cot due to it drifting downwards. As a result, a visual and functional inspection was performed by a stryker field service technician. It was found that the cot drifting down slowly was due to the hydraulics manual release cable being broken/damaged. This issue was resolved for the customer by replacing the manual release cable. In addition, a stryker senior qae reached out to the customer for details surrounding the provider's injury. The customer stated that the user's shoulder was bothering them. They went to the chiropractor and sought medical attention. An MRI was performed, but the customer did not have details around the MRI. He stated that the user was released back to unrestricted duty.